Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose read "high" on the glucometer at the time of the event. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.